Event description:
Info received indicates, the bed will not go into reverse trendelenburg.

Manufacturer narrative:
The technician found the trend switch was bent and out of adjustment. The technician adjusted the trend switch to repair the bed.